Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 300 mg/dl. The cause for the reported elevated bg levels is unknown. System check with tandem technical support was performed and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.